Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath ,lot# serial# unknown, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative. The reason for the infusion device removal was: therapy-related (loss of therapy). There was no rotor study or dye study performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a device manufacturer representative regarding a patient receiving remodulin (10 mg/ml at 10.7 mg/day) via an implantable infusion pump. It was reported during a pump refill on (B)(6) 2017 the expected pump volume was 2.9ml and the actual pump volume was 40ml. The programmer printouts showed frequent motor stalls and restarts since (B)(6) 2016. The site indicated the event was serious and related to the pump. The site also indicated that they felt that was an unexpected adverse device effect. The pump interrogation was abnormal in that no volume was administered from (B)(6) 2016 to (B)(6) 2017. In-patient hospitalization occurred on (B)(6) 2017. A pump replacement occurred on (B)(6) 2017. The event was considered unresolved with further actions or treatment planned. It was noted a motor stall occurred on (B)(6) 2016 at 03:24 and a motor stall recovery occurred (B)(6) 2016 at 04:01. A motor stall occurred on (B)(6) 2016 at 10:27 and a motor stall recovery oc curred (B)(6) 2016 at 10:58. A motor stall occurred on (B)(6) 2016 at 09:36 and a motor stall recovery occurred (B)(6) 2016 at 10:21. A motor stall occurred on (B)(6) 2016 at 16:51 and a motor stall recovery occurred (B)(6) 2016 at 18:08. A motor stall occurred on (B)(6) 2016 at 18:42 and a motor stall recovery occurred (B)(6) 2016 at 18:57. A motor stall occurred on (B)(6) 2016 at 19:03 and a motor stall recovery occurred (B)(6) 2016 at 19:08. A motor stall occurred on (B)(6) 2017 at 18:52 and a motor stall recovery occurred (B)(6) 2017 at 20:11. A motor stall occurred on (B)(6) 2017 at 19:27 and a motor stall recovery occurred (B)(6) 2017 at 20:10. It was further reported that the patient had not been feeling well and contacted the site.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing. Analysis also found a reliability non-conformance of the pumphead with a hole in the pump tube from mechanical wear. Eval code-result no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient complained of increased dyspnea on exertion, raynaud's worse, and submaximal exercise test at their december ph visit. It was noted the patient's pump was replaced and the event was resolved on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
Eval code-conclusion no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.